Event description:
Reported by the patient as the port has detached from the band. The doctor filled the device up one time with too much fluid that caused the patient to vomit.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 05/12/2009. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date once the device is explanted. The information has not yet been received by allergan. The connector type cannot be identified not an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The device remains implanted. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."